Event description:
The shower seat's leg slipped and twisted, causing the customer to jolt her neck. The even occurred on a fiberglass surface, and the end-user is reported as having been supervised or assisted at the time of the malfunction.